Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a reduction in the total longevity estimate versus actual estimate. It was also reported the device reached recommended replacement time quickly when the longevity estimate indicated a longer remaining time. The implantable cardioverter defibrillator was removed and replaced with an implantable pulse generator. No patient complications have been reported as a result of this event.